Event description:
Reporter indicated that pt was found dead in their bed by their family three days post-vns implant. It was reported that the pt had some 'breathing problems' after the surgery. The pt's family reported that the evening before their death, the pt appeared fine and they did not suspect any problems. Autopsy report is not complete, but it was reported that the cause of death was pulmonary edema. It was also reported that the vns was programmed to on the day of implant surgery and was on at the time of death.